Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the battery gauge was fluctuating. During troubleshooting with tandem technical support the customer charged the battery and quick battery depletion did not reoccur. The customer's blood glucose was 153 mg/dl. The customer continued to use the pump for insulin therapy.